Event description:
(B)(4) MDR- after an implantation period of about 35 months, insufficient sensing values were reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 35 months and 14 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The inspection of the ICD memory revealed no anomalies. The analysis of the available iegm's showed a normal device behaviour while the device was implanted and in service. Furthermore, the inspection revealed that the right ventricular sensing amplitude had changed from 16 mv to 1.7 mv. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise. Especially the sensing of all signal amplitudes was as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock-impedance was as expected. There was no indication of device malfunction. The analysis did neither for the lead nor the ICD reveal any sign of a material or manufacturing problem.